Event description:
The hospital staff attended to a child with heart failure that had experienced a sudden cardiac arrest. The medical emergency team started CPR immediately. They attempted to use the device for defibrillation. The operator was reportedly unable to use the device. The prompt "kalibrieren" (calibrate) was displayed on the device screen. After a few minutes the als team arrived with a lifepak 12. After one hour of treatment, the child was declared dead. The user explained that there is no conclusion between lp 1000 failure and the death of the child.

Manufacturer narrative:
Physio-control is awaiting return of the device for evaluation and is continuing to investigate the reported incident. Physio-control will submit a supplemental report on this event to the FDA.